Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during coil embolization of an ica aneurysm, resistance was encountered during advancement of an embolization coil implant into the treatment site. Under fluoroscopy, the coil was found to be within the aneurysm prior to reaching the proximal warning marker of the delivery pusher, which is located outside of the patient. The device was removed. There was no reported patient injury or intervention.

Manufacturer narrative:
The reported complaint is confirmed. The investigation of the returned coil system found the warning mark to be located 175cm from the distal tip of the implant (spec = 147cm min - 149cm). No other notable conditions were found on the device. The findings from this investigation have been communicated to quality.